Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products and h6 medical device problem codes.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on various dates between 02-jun-2025 to 06-jun-2025 and involved a spinning spiros® closed male luer, red cap where it was reported there were 4 incidents a week where a non-spinning spiros disconnected from chemotherapy IV tubing with minimal manipulation resulting in chemotherapy spills. Staff and patient were exposed to chemotherapy. The report states the customer has two cases of the product on hold at their warehouse with the same defect which is "spiros disconnected from chemotherapy". There was patient involvement and no adverse event however there was exposure to the chemo. This report captures 104 devices.